Event description:
The customer tested her blood glucose using the breeze and freestyle meters. The breeze meter read 348 mg/dl and the freestyle read 142 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.